Event description:
The nurse reported two cases of endophthalmitis which presented a few days after surgery. Antibiotics were prescribed postoperatively. The same surgeon performed both cases. No other cases of endophthalmitis have been reported for other surgeons working at this facility. The surgeon has declined to provide more information on the events.

Manufacturer narrative:
No further information has been received. No samples were returned for evaluation. The root cause of the patient event cannot be determined in this investigation.